Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing from the bottom case and plunger assembly upon receipt, the top case was chipped and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the occlusion test portion of the investigation. Root cause of the reported issue is due to normal wear consistent with use, the pump was over 10 years old. Replaced the worm coupling, worm gear, lead screw and both clutch halves, performed preventive maintenance and all function testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a motor rate error.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.